Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep ordered a sram card. No further info is available at this time.